Event description:
It was reported that the device was returned for repair for an unknown reason. During the investigation the motor was erratic. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. Review of the most recent repair record determined the motor was erratic and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends